Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Infection. The patient was hospitalized for hydrocephalus since one month after injury. And he got memory loss, poor control of urine and walking pre-operation. The patient did first operation on (B)(6) 2017. It was smooth and early recovery was good. However, the disease worsened and infection index increased significantly. Then an emergency operation was done on (B)(6) 2017. The shunt tube was removed in the second operation. Cerebrospinal fluid assay suggests intracranial infection and is given to ceftriaxone + linezolid in the treatment of infection. After controlling the infection, the patient¿s status became stable. The rehabilitation treatment was continued returning local hospital on (B)(6) 2017. When he was discharged from the hospital, his mind was blurred. The patient was hospitalized again on (B)(6) 2017 to make second shunt. Since poor nutritional status, the family decided to postpone the operation and discharged on (B)(6) 2017. When the patient was discharged, he was in bed.

Manufacturer narrative:
Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B)(4) upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 150mmh2o. The valve was hydrated. The valve was visually inspected: some debris was noted inside the valve small cuts/tears near the siphon guard. The valve was tested for programming with programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve failed the test an occlusion was noted at the ruby ball. The valve was leak tested up to the ruby ball, no leaks noted. The valve could not be reflux tested due to the damage silicone housing. The siphon guard could not be tested due to the occlusion. The valve was dried. The valve could not be pressure tested due to the occlusion. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3832 with lot cvhbdb, conformed to the specifications when released to stock in 22nd july 2016. The sterilization certificate conformed to the specification when released on the 19th july 2016. Review of the history device records for the catheter, product code 82-3072 with lot 131953 showed an nr report when released to stock on the 13th april 2017, the nc report issue had no link to this complaint. The sterilization certificate conformed to the specification when released on the 12th april 2017. The root cause for the tear/cut in the silicone housing is probably due to the user, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. No root cause was found for the infection as both sterilization certificates were conformed. If the bactisal catheter is returned in the future this complaint will be reopened and the catheter investigated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.